Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument experienced unintuitive motion while firing the clip, an investigation was completed to determine the cause of this reported event. The failure analysis investigation confirmed the customer's reported complaint. The primary failure of the failed intuitive motion was found to be related to the customer's reported complaint. The medium -large clip applier instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. However, the instrument would move partially in the intended direction but not complete the movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e., they were not following the mtm input commands smoothly. Additional findings not related to the customer's reported complaint include that the instrument was found to have a bent grip, and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the instrument experienced unintuitive motion while firing the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the unintuitive motion was when closing the jaws. The instrument would move in a direction that was not intended when attempting to close the jaws.